Event description:
The maestro straight m attachment driveshaft overheated while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet received. Therefore a f/u report will be submitted upon quality investigation is completed.